Event description:
Investigation revealed the ok, up and down arrow keypad buttons were found to be intermittently responsive. The keypad cover was removed; contamination was found under all key contacts. The display screen was found to be dim and pink. A crack was also found in the case near the upper right corner of display. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/06/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/06/2015 with the following findings: the battery cap was not returned; therefore, a test battery cap was used to complete investigation. Investigation revealed the ok, up and down arrow keypad buttons were found to be intermittently responsive. The contrast button was found not to be working; the contrast button has no effect on insulin delivery function. The keypad cover was removed; contamination was found under all key contacts. The bolus button was also found to be torn/punctured; however, the bolus button was still found to be responsive to button presses. The display screen was found to be dim and pink. A crack was also found in the case near the upper right corner of display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).